Event description:
Episodes were observed in the vf zone and resulted in shocks. Some episodes were double counting t-waves and qrs; however the last episodes appeared to be noise on the ventricular channel. The lead was capped.

Manufacturer narrative:
Na